Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (20mg/ml, 3.293 mg/day) via an implantable infusion pump for the treatment of non-malignant pain. It was reported that the patient's pump entered safe mode on (B)(6) 2018 at 10:19. The pump log was obtained. It was noted that a CT (computed tomography) scan was performed on (B)(6) 2018. Intervention and action was noted as "2018-jan-19" and the issue was resolved at the time of the report. No surgical intervention occurred. Patient status was alive-no injury and no further complication was reported.